Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer's other blood glucose value was 40 to 55 mg/dl and 50 mg/dl and 25 mg/dl and 312 mg/dl. Customer was in the hospital for leg amputation. Customer was in the hospital for a month and was unable to use the insulin pump. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer stated the drive support cap appears normal. Based on customer report customer did not allege insulin pump was over delivering. The device will not be returned for analysis.